Manufacturer narrative:
H3, h6: the device was used in treatment and the log files were sent in and reviewed for investigation. Evaluation of the log files found an over current error. When the error can only be cleared by rebooting the system, it is indicative of an issue in the siu firmware that randomly causes the handpiece error message and is not indicative of an issue with the handpiece. The field report noted that the error was cleared by rebooting the system, this confirms the issue in the siu. There was no serial number provided for the DHR review of the siu so it could not be concluded if the device met the manufacturing specifications. A complaint history review found similar reports of the issue. The relationship of the device and the reported event has been established. The over current error that occurred was due to an issue in the siu. As a result, the root cause of the reported event was electrical component failure.

Event description:
It was reported that during ukr when getting to cut femur, bur was functional for about 10 seconds. Then an error popped up saying the handpiece or drill was disconnected. When hitting dismiss on the screen, moved back to handpiece connection screen. Recalibrated and rehomed, went back in to bur femur, same issue, except this time, it only cut for a fraction of a second. Swapped the drill, tried again after recalibration and homing and same issue persisted. Swapped the handpiece, recalibrated rehomed and same issue. Backed out of the case, rebooted the system and procedure was completed.